Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patients non rechargeable ipg was replaced with a chargeable MRI ipg however, the patient was not getting stimulation on the left arm after reprogramming postoperatively. The explanted ipg was not returned.